Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure the device would not straighten or open after the first firing with a white cartridge. Another device was used to complete the case with no patient consequence. There was no additional information available only what is written on the box.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr45w cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The articulation feature performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.